Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the sleeve gastrectomy procedure, there was poor and incomplete staple formation. The staples came out from its home/seat but the staples' formation did not occur and it had remained on the cartridge at the stomach antrum and corpus resection. The staple line was incomplete at the end of the cartridge, the distal tip. The staples were collected with the endoscopic dissector one by one. Resection was continued with another cartridge and the device was replaced with new one. Patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was broken and not received. The articulation flag was broken off. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the secondary damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.